Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely tortuous and calcified left anterior descending artery. The 1.50x15mm apex flex balloon was inflated approximately four or five times. The balloon ruptured at fourteen atmospheres. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)